Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01730; 3005168196-2020-01731.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps, a lp system detachment handle (handle), and non-penumbra microcatheter. During the procedure, the handle failed to detach the first ruby coil lp, and the handle was not used for the remainder of the procedure. The physician continued with the procedure using another handle, and implanted the same ruby coil lp. Subsequently, while attempting to advance the third ruby coil lp into the microcatheter, the physician experienced resistance. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp, the second handle, and the same microcatheter. There was no report of an adverse effect to the patient.